Event description:
It was reported that the surgeon was trying to back out and reposition a screw and the tip of the inner draw rod snapped off within the screw. All broken fragments were retrieved and there are no adverse health consequences to the patient.

Manufacturer narrative:
The customer reported event was confirmed via correspondence with the sales representative. The device was not returned for evaluation. No relevant manufacturing issues were found upon device history review. No adverse consequences to the patient was reported in the actual event. The general instrument IFU states that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Upon manufacturing history review, the age of the device was found to be 4 years. Per email correspondence with the sales rep, it was used every fortnight. Therefore, the probable root cause of this reported event is normal wear.

Event description:
It was reported that the surgeon was trying to back out and reposition a screw and the tip of the inner draw rod snapped off within the screw. All broken fragments were retrieved and there are no adverse health consequences to the patient.